Event description:
It was reported that, "the pt's press fit femur, tibia and baseplate were loose so the surgeon revised the primary right knee replacement."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 9610726-2012-00085.